Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had difficulty charging the ipg. High impedance was also noted in the remote control. The patient underwent an explant procedure wherein all device components were removed.

Manufacturer narrative:
Sc-1216 (sn: (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-50 (sn: (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). High impedance was also noted in the remote control. The patient underwent an explant procedure wherein all device components were removed.